Event description:
Journal reference: montaurier c, morio b, bannier s, et al. Mechanisms of body weight gain in pts with parkinsons disease after subthalamic stimulation. Brain. 2007; 130(pt.7): 1808-1818. The article describes the results of a study involving 24 pts being treated with bilateral deep brain stimulation (dbs) for symptoms related to advanced parkinsons disease. The goal of the study was to evaluate post surgery weight gain. Pts gained and average of 3 kg as measures at 3 months post surgery. In addition, a number of complications unrelated to weight gain are presented in the article. Reportable event: one pt experienced apathy. Treatment and additional outcome info was not provided.